Event description:
Event description cpi received information that during the replacement of an implantable cardiovertor defibrillator (ICD) two myocardial leads were capped. The leads were capped due to noise, also at this procedure an endotak transvenous defibrillation lead was implanted but the physician was unable to defibrillate the patient. The physician elected to adapt the two chronic patch leads and cap the shocking ports of the endotak lead.